Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified foreign material under the electrodes. It was initially reported by the customer that during post mapping, it was pointed out that octaray would not pass through vizigo sheath. The spine was found to be bent. In consideration of the risk, the catheter was replaced and the issue was improved. The customer's reported bent spine is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 8-apr-2024, the bwi pal revealed that a visual inspection of the returned device found foreign material in the electrodes. These findings were reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device investigation details: the octaray nav device was returned to johnson and johnson medtech for evaluation. A visual inspection of the returned device was performed following johnson and johnson medtech procedures. Visual analysis revealed the spline was bent and foreign material in the electrodes. A fourier transform infrared (ftir) analysis was performed to the material observed in the electrodes and it was concluded the foreign material revealed spectral features/characteristic of cellulose material, which was further confirmed by a spectral comparison with a cellulose reference spectrum. However, the source of this cellulose material remains unknown. A manufacturing record evaluation was performed and no internal actions was found during the review. The observed spline bending could be related to the issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the spline bending may be related to device handling during the procedure; however, this cannot be conclusively determined. The presence of foreign material could be related with device handling after the procedure; however, a definitive cause cannot be established. The device instructions for use contain the following recommendations: inspect the sterile packaging and catheter prior to use. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).